Event description:
The facility representative reported an infuso.r. Pump with a condition of "handle broken." It is unknown when the event occurred; however, it was identified in the "anesthesia" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of a broken handle was not confirmed during device evaluation. However, baxter quality engineering confirmed the reported problem as a pusher block assembly issue, which was found during device evaluation. The cause was a broken pusher block assembly. The device was returned unrepaired due to a lack of customer approval for the cost of repair estimate. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.